Event description:
Healthcare professional reported ¿Capsular Contracture Baker grade III¿. Later healthcare professional reported ¿Any creases¿. Montelukast and massages were provided. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN/WILL BE REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. THE REASON(S) FOR REOPERATION IS/ARE: CAPSULAR CONTRACTURE BAKER GRADE III. THE REPORTED EVENT OR EVENTS ARE PHYSIOLOGICAL COMPLICATIONS (CAPSULAR CONTRACTURE BAKER GRADE III), AND DEVICE ANALYSIS TYPICALLY DOES NOT HELP ALLERGAN DETERMINE THE CAUSE.

Event description:
HEALTHCARE PROFESSIONAL REPORTED ¿CAPSULAR CONTRACTURE BAKER GRADE III¿. MONTELUKAST AND MASSAGES WERE PROVIDED. THIS RECORD IS FOR THE LEFT SIDE. DEVICE HAS BEEN EXPLANTED.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: B5, B6, D9, H3, H6.Device Evaluation: Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required:Capsular Contracture: Unable to observe through visual inspection as it is a physiological phenomenon.Crease / Folding of Implant: Observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process.None of the other observations performed during the device analysis Deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.